Manufacturer narrative:
(B)(4). The customer returned one two-lumen PICC for evaluation. The catheter contained obvious signs of use in the form of biological material. The catheter body appeared intentionally trimmed. After the catheter failed functional testing, the proximal extension line was microscopically examined. A small hole was detected at the junction of the lumen and luer hub. The length of the extension line, the outer diameter of the proximal extension line, and the inner diameter of the extension line were measured and all were found to be within specification.this indicates that the wall thickness measured as expected. The catheter was initially flushed using a lab inventory syringe to ensure there were no blockages. The catheter distal tip was then occluded and both extension lines were pressurized using a water-filled lab inventory syringe. A small leak was detected from the luer hub/lumen junction when the proximal line was pressurized. No leaks were detected in the distal line. A manual tug test confirmed both extension lines were fully secured within the luer hubs. A device history record review was performed with no relevant findings. The IFU provided with this kit warns the user, "do not apply excessive force in placing or removing catheter. Excessive force can cause catheter breakage. If placement or withdrawal cannot be easily accomplished, an x-ray should be obtained and further consultation requested." The customer report of an extension line leak was confirmed by complaint investigation of the returned sample. The proximal extension line contained one small hole adjacent to the luer hub. A device history record review was performed with no relevant findings. Due to a rising trend of extension line leaks, a CAPA has been initiated to further investigate. The root cause has been determined to be manufacturing-assembly related.

Event description:
Catheter originally placed on 3/19/19. Patient came into outpatient infusion center. Nurse noticed leaking where extension line meets white end port. Line replaced 5/10/19.

Manufacturer narrative:
(B)(4).

Event description:
Catheter originally placed on (B)(6) 2019. Patient came into outpatient infusion center. Nurse noticed leaking where extension line meets white end port. Line replaced (B)(6) 2019.